Event description:
The customer reported the system would not produce fluoroscopic x-rays due to a damaged interconnect cable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cables. The system operates as intended.